Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? First assistant fired with surgeon¿s assist, experienced first assist but new to the product as the product was new. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not clear, but somewhere within the green zone. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Pre-compression was applied. Were there any issues with device use/firing? Perfect sequence, sounded perfect, yielded a green check mark on the device. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Two full 360 degree rotations. Was there any difficulty removing the device? Normal removal. Was a complete transection of the white breakaway washer visually confirmed? Believe so when donuts were being checked, but not confirmed. Certainly an audible confirmation that it was transected. What specific leak test was performed? Complete donuts. Bubble test passed. Was the staple line visualized endoscopically? Don¿t recall but don¿t think so. How many days post-op was the leak identified? Roughly 7-10 days post op. How was the leak identified? Unknown. Was the presence of staples confirmed in the 7-11 o¿clock positions? If yes, please describe the shape. - unknown how was the leak addressed during the reoperation? - unknown was any tissue ischemia observed on either side of the anastomosis? - unknown what is the current status of the patient? - unknown

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? What specific leak test was performed? Was the staple line visualized endoscopically? How many days post-op was the leak identified? How was the leak identified? Was the presence of staples confirmed in the 7-11 o¿clock positions? If yes, please describe the shape. How was the leak addressed during the reoperation? Was any tissue ischemia observed on either side of the anastomosis? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the echelon circular stapler was fired and gave a complete sequence with a green check mark. The result was two intact donuts and a successful leak test with no bubbles. The patient was sent home post-op day two or three. The patient returned to the hospital and was re-operated, and they found that the anastomosis had opened from the seven to the eleven if you were looking at the clock.